Manufacturer narrative:
Product ID: 3998cws, serial# (B)(4), product type: lead. Ins has been updated from the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider via a manufacturer representative (rep). The rep reported the doctor had attempted to put in a competitor's device on (B)(6) 2018, but they were unable to convert to the competitor's device. The rep was not able to read the device prior to the patient being opened up for the surgery, and they think the lead was compromised prior to their arrival. Multiple attempts were made to re-seat the lead so the hcp decided to finish the implant with high impedances, and wanted to see how the patient would do since they knew a lead revision would be necessary at a later date. A rep met with the patient for a post-op appointment on (B)(6) 2018, and the impedances were checked and were still elevated as they were on (B)(6) 2018. During reprogramming to adjust stimulation, the patient experienced a sudden and substantial shocking sensation that was uncomfortable. The rep was able to get the stimulation turned off. The whole system will be removed at some point because the patient does not want to pursue spinal cord stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during a replacement for normal battery depletion an impedance check was done. At .7v all contacts were greater than 10000 ohms and at 3v contact 1 was 25000 ohms, 2 and 3 were 9000 ohms, 4 was over than 40000 ohms and 5-7 were 15000 ohms. It was noted that the physician had disconnected the extensions and wiped them down several times as well as the proximal end of the adaptor to the implant. The representative mentioned that it was originally thought to be a boston scientific surgery and they weren¿t called until the patient was open and the older battery was removed and they realized they couldn¿t adapt with the pocket adaptor. The indication for use was radicular pain syndrome (radiculopathies). No patient symptoms reported.